Manufacturer narrative:
Additional product code: hwc. Device broke during insertion; device was not considered implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a proximal humerus procedure with hcs 4.5, it was reported a guide wire broke during insertion. The surgeon attempted to remove the guide wire with no success; the procedure was prolonged for thirty (30) minutes. Surgeon decided not to remove the guide wire and it remained in the patient. It is currently unknown how much of the guide wire was broken off and remained in the patient's bone. This is report 1 of 1 for (B)(4).